Event description:
It was reported that balloon rupture occurred. The target lesion was located in a left arteriovenous fistula. A 6.0 x 200, 75cm mustang balloon catheter was advanced for dilatation. However, after the device was inflated more than three times, the balloon ruptured. The device was removed through a non-boston scientific guide catheter. The procedure was completed with another of the same device. There were no patient complications reported.